Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 60 mg/dl; cause was unknown. Reportedly, the customer fell and broke their foot due to the low bg level. Customer addressed bg level by consuming carbohydrates. No additional information was provided.